Manufacturer narrative:
The patient experienced peritonitis on an unknown date in the first week of (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause was unknown. On the same day as hospitalization, the patient began treatment with vancomycin (1 gram twice a day every seventh day intraperitoneally for fourteen days) and ceftazidime (250 mg once daily intraperitoneally for fourteen days) for the event. Three days after hospitalization, the patient was recovering and was discharged from the hospital. Two days after antibiotic treatment was completed, the patient went for a follow up doctor¿s visit and the patient had not yet recovered from the event. Catheter removal was proposed and the patient declined preferring antibiotic treatment instead. The patient was started on vancomycin (2 grams, once a day on every seventh day intraperitoneally. Dosage was stopped for two days then restarted with a total treatment duration of one week), ceftazidime (250mg, once daily intraperitoneally. Dosage was stopped for two days then restarted with a total treatment duration of one week) and gentamycin (40mg, once daily intraperitoneally for one week). After the second round of treatment, the patient had still not recovered and still refused the catheter removal. No further treatment was assigned at this time. It was reported the patient discontinued further communication with their physician. Pd therapy was ongoing. Additional information is not available.